Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a tortuous internal carotid artery. When advancing a 8.0x60mm xpert pro self-expanding stent resistance was felt with anatomy. Once at the lesion, the stent was noted to not be at the marker point. The device was removed and once outside the patient the stent was attempted to be deployed when pushing the rod back; however, the stent was still not at the marker location and the rod was continued to be pushed, when the stent finally deployed. The procedure was completed with another same size device. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device dislodged or dislocated was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the tortuous anatomy resulted in the reported difficult to advance. Interaction/manipulation of the device resulted in the reported device dislodged or dislocated (stent noted to not be at the marker point). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from 3022761 to 3092161.